Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center and reported erroneous total human chorionic gonadotropin (thcg) results were obtained on three patient samples on an advia centaur xpt analyzer. Quality controls (qcs) recovered within ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse reviewed the instrument data and observed that maintenance was completed, and qcs were repeated after the initial samples were run, and qcs recovered within specifications. The cse also observed a reagent probe 1 volume check error in pack position 13, but it is unknown if thcg was in position 13 at the time. The cse inspected the instrument and did not identify any issues nor leaks. The cse determined all alignments, qcs, and calibration were within specifications. The cse inspected the reagent packs, and no clumping or visual issues were observed. The cause of the erroneous thcg results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported erroneous total human chorionic gonadotropin (thcg) results on three patient samples on advia centaur xpt analyzer. The erroneous results were reported to the physician(s), who questioned the results. The customer stated that they expected samples (B)(6) to recover negative, and sample (B)(6) was expected to recover higher than the initial result. The patient samples were redrawn and processed on an alternate advia centaur cp instrument. The customer did not provide the quantitative repeat results and indicated two samples recovered negative and one recovered positive. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous thcg results.